Event description:
The opening screw stripped while in the patient and had to be cut out with the drill. No patient injury. Surgery was delayed for twenty minutes.

Manufacturer narrative:
Device is being held at the user facility as per their policy. Aesculap, inc has attempted contact with the facility in order to facilitate release of the device for evaluation. Once released, item will be forwarded to the manufacturing site for analysis.